Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that auxiliary drawer 3.2 had pockets off the bus while the drawer itself was still detected; the engineer replaced both circuit boards, the retractor band, the row board cable. During the process of manually removing cubies, a small metal object was discovered under a cubie in tray c; the drawer was observed to function properly when tray c was unplugged, after which tray c was replaced to restore full functionality. The system functioned as field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pockets in drawer 3.2 kept failing and not detected on bus; after repeated recovery attempts and a restart of the pyxis, the entire drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.